Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus prior to consuming a meal, but then the customer did not finish her entire meal. Reportedly, the bolus was larger than necessary due to the customer not finishing the meal. The customer's blood glucose level was reported to be approximately 50 mg/dl. To address bg level, the customer suspended insulin delivery and consumed carbohydrates.